Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a major problem faulty stimulators. The ins stopped working and was giving them problems. Patient had it removed, it too was broken and the leads were left in their neck. Patient is in so much pain in my neck and back. Patient is getting shots in their neck and back. Patient can no longer have an MRI which it what they need to have the images done to see what is going on. Rep would like a person to contact them. Patient is in a lot of pain due to the leads in their neck. Patient has headaches and pain that makes turning their neck unbearable.

Event description:
It was reported that patient with an implantable neurostimulator (ins) was having problems with their health. They stated that one of their leads broke off and is now in their neck. They state they had it replaced other ones which again broke off in their neck and is causing them pain. They state the leads have moved and are pressing on their nerves. They state they would like to be contacted about this issue.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2019. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2019. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported they have the leads of two stimulators in their neck. They reported one is in the muscle tissue and one is touching a nerve which gives the patient migraines, discomfort and pain.

Event description:
Additional information was received from a patient (pt). It was reported that they been having this problem since june and there is no progress. Patient added that no one follow up with them and they would like to speak with a medtronic rep. Agent sent an email to manufacturer representatives (rep) for visibility. Additional information was received from a manufacturer representative (rep). It was reported that the patient has experienced a return of pain. The issue has not been resolved and is ongoing. The patient is seeking compensation for their pain. The patient told the rep that they cannot have an MRI because the leads broke. Additional information was received from a manufacturer representative (rep). It was reported that the patient started having new neck pain about 6 months ago. The cause was unknown. The new pain was unrelated to baseline. The issue has not been resolved and is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2019 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2019 product type lead. G3: the date for the initial report should be (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.